Manufacturer narrative:
Device evaluation: one device was received in good condition for investigation. Evaluation and visual inspection started with filling the tank with water, attached temp check, plugged in line cord, and turned on the power switch. The over temp alarm went off before it should have; confirming the reported complaint. It was determined that the alarm setting was out of calibration. Actions were taken by resetting the over temp alarm and replacing the tank cover gasket and the interlock o-rings. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the fluid warmer alarms 5 seconds after turned on and cannot set the temperature. The issue occurred during preventative maintenance testing and with no patient involvement.

Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.